Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip with exposed reservoir tube o-ring. The pump had minor scratches on lcd window, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of cracks on the reservoir compartment of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she noticed the crack about a week ago and not sure how it happened. The customer stated that she has not dropped the pump or anything. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.